Event description:
It was reported that the lead exhibited high impedance, at implant. The device was reprogrammed which resolved the issue. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.